Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 174 mg/dl at the time of the call. The declined assistance with trouble shooting and does not want to return the used sets back for analysis. The issue was resolved with a set change. The customer was advised to call back if they experience the no delivery again. No further information was provided.